Event description:
Allegedly the patient was revised due to mom complications: detached; disconnect; created metallic debris; and/or loosened from acetabulum; debilitating pain; decreased mobility and emotional distress. (Right)